Event description:
It was reported that the images on the 9800 system were poor quality and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The transformer tabs were adjusted during the service call. The system was tested and found to be working as intended and put back into service.